Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
From email dated (B)(6) 2022 ¿my name is (B)(6), I am a nnp that works at (B)(6). We use argon PICC lines and have had some problems with the lines and breakages. Three have broken in the past few weeks, two with the lot number of 11437770 (1.2fr *) hub cracked. I would appreciate a call to discuss this and how we can resolve this problem. I would also like to speak with you about some education on care and maintenance of the lines.¿ *384516 phone call discussion dated (B)(6) 2022 ¿ melinda has used the 1.2fr about a year and had no problems. The 1.2fr * 384516 that broke had lot # 11437770. The 1.2fr was placed at baylor scott & white and patient was then transferred to cooks children¿s. The 1.2fr broke at cooks children¿s after patient arrived. Melinda said the 1.2fr was placed by different people. Melinda was asked if they were using a stat loc and replied no, not for this one. They don¿t have any stat loc¿s.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for this complaint. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and establishing a definite root cause and corrective action is not possible. If the samples are returned at a future date, these complaints will be reopened for further evaluation at that time.

Event description:
From email dated oct.26.2022 ¿my name is (B)(6), I am a nnp that works at (B)(6). We use argon PICC lines and have had some problems with the lines and breakages. Three have broken in the past few weeks, two with the lot number of 11437770 (1.2fr ) hub cracked. I would appreciate a call to discuss this and how we can resolve this problem. I would also like to speak with you about some education on care and maintenance of the lines.¿ 384516. Phone call discussion dated on (B)(6) 2022; (B)(6) has used the 1.2fr about a year and had no problems. The 1.2fr 384516 that broke had lot#: 11437770. The 1.2fr was placed at (B)(6) and patient was then transferred to (B)(6). The 1.2fr broke at (B)(6) after patient arrived. (B)(6) said the 1.2fr was placed by different people. (B)(6) was asked if they were using a stat loc and replied no, not for this one. They don't have any stat locs¿.